Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an inoperable second soft key. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be faulty keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was having a problem of blue key not getting recognized. No additional information is available.